Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx laa closure device with delivery system were used. Directly after the transseptal puncture the patient was administered heparin, an anticoagulant, and additional heparin was given throughout the procedure to keep the activated clotting time (act) above 250 seconds. Once the implant procedure was completed but prior to the patient being extubated a thrombus was observed in the right atrium. The patient was administered xarelto, an anticoagulant, and no harm to the patient was noted. The patient was extubated and transferred to the post-anesthesia care unit in a stable condition. The patient made a full recovery.